Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration

Event description:
Patient reported right side recalled implant, ultrasound found no abnormalities, silicone present within axillary lymph nodes which demonstrate heterogeneous enhancement. The device remains implanted.

Event description:
Patient additionally reported "recent fever, feeling unwell, swelling and pain in armpit", lymphoedema - silicone had entered lymph nodes, pain. Device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side recalled implant, ultrasound found no abnormalities, silicone present within axillary lymph nodes which demonstrate heterogeneous enhancement, "recent fever, feeling unwell, swelling and pain in armpit", lymphoedema - silicone had entered lymph nodes, pain. The device was explanted and found intact upon explant.

Manufacturer narrative:
Visual analysis: red particle material on the shell.